Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered from fatigue and random episodes of heart pacing. Non capture was noted on the right atrial (ra) lead. This lead was also intermittently sensing ventricular activity. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.